Manufacturer narrative:
No device related issues were reported by the account. Additional information revealed that the pump will not be returned because it was disposed of at the time of the transplant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02nov2020. The heartmate 3 lvas instructions for use (IFU) rev. C and the heartmate 3 lvas patient handbook rev. D are currently available. No device related issues were reported by the account. This IFU lists multiple patient conditions as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's heart transplant was routine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that on (B)(6) 2021 the patient underwent heart transplantation.